Event description:
During an MRI infusion, a pt was being prepared for an infusion with propofol and saline. It was reported the nurse was not very experienced with the pump. The physician wanted channel a to deliver the propofol. Before the pt was connected to the infusion line, channel a was started, then paused, and the physician saw the fluid continued to flow. The nurse removed the infusion set and carefully replaced it with another. The infusion ran normally from this point. No pt injury occurred.

Manufacturer narrative:
The infusion pump and administration set used during this event is available for inspection, and is being returned by the hospital for inspection with the infusion pump. These products have not yet arrived at iradimed corporation for examination. Investigation is still in process. A f/u report will be filed within 30 days of this report.